Manufacturer narrative:
Patient ethnicity is unknown. This report is for an unknown buttress nut. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2018. During the procedure, the buttress nut would not release from the aiming arm of the trochanteric fixation nail advanced (tfna) instruments. Following insertion of the helical blade implant, the surgeon had to tap the back end of the buttress nut to disengage it from the locking clip within the aiming arm. In doing so, the buttress nut got stuck on the threaded sleeve upon removal of these instruments due to scarring of the threads during the extraction process. It was noted that there were four (4) specific instruments involved in the extraction process. There was no patient consequence reported. The patient outcome and any surgical delay were unknown. This report is for an unknown buttress nut. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.016; lot: 9446959; manufacturing site: haegendorf; release to warehouse date: may 19, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Flow: damage: visual (appearance not as expected) visual inspection: the buttress/compression nut was received at us cq separate from all the other devices. There were no visual defects on the inner threads of the buttress nut. The outer portion of the buttress nut on the back end showed signs of deformation. There were no other visual defects found on the device. When the buttress nut is threaded onto the guide sleeve, along the mid-point of the shaft the buttress nut can become stuck, therefore the complaint agrees with the reported condition. Dimensional inspection: dimensional analysis was completed, the outer diameter of threaded portion of the buttress/compression nut measured 22.70 mm. This is within the specification of 22.6 to 22.7 mm. Document/specification review: the following drawing(s) was reviewed; buttress/compression nut review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the buttress/compression nut can become stuck to the guide sleeve when threaded onto it. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces such as being struck. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Physical manufacturer is now known. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a buttress/compression nut.